Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of intervertebral disc herniation involved in med (microendoscopic discectomy) procedure. It was reported that intra-operatively, flexible arm could not be fixed even though it was tightened. Event was associated with the patient. Product came in contact with the patient. It was managed to use the product during the operation as it was. Product was used correctly according to the directions given in the IFU/labeling.